Event description:
A malfunction was reported on a customer's pump, displaying a malfunction code of malf 16. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer reverted to an alternative method of insulin delivery.